Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the cartridge was filled with 450 units of insulin. During troubleshooting, tandem technical support (cts) confirmed that the customer was not removing air from the cartridge prior to installing the cartridge and beginning the load process. Cts walked the customer through the load sequence and the customer was able to load a new cartridge successfully. Customer's blood glucose level was 124 mg/dl.